Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, user was unable to find the item. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable find the item. A technical support specialist(tss) assisted the user remotely to work the process and the user able to find the item. The system functioned as intended after the tss assisted user to walk through the process.